Event description:
It was reported that the patient developed pleuritic pain post implant. Device interrogation revealed possible perforation. Echocardiogram revealed trace pericardial effusion. R-waves were diminished and pacing resulted in pericardial discomfort. The lead was repositioned.

Manufacturer narrative:
Na